Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the source information indicated that an x-ray demonstrated bilateral leads with the distal electrodes at the superior endplate of t8. Reprogramming was attempted on the other lead and the manufacturer representative could not replicate paresthesia to obtain sufficient pain relief. It was reported that a surgical intervention was planned, but not yet scheduled. Impedances were out of range which caused the lack of efficacy. There were no further complications reported or anticipated. The patient's medical history includes a previous lumbar laminectomy, autism, and chronic back/leg pain.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that the patient had a lack of efficacy over the year previous to the report. At the hcp¿s office, the rep interrogated the patient¿s implantable neurostimulator (ins); the impedances on electrodes 8-15 were all greater than 10,000 ohms. The rep then attempted reprogramming on the other lead, but they could not replicate stim to obtain sufficient pain relief. The hcp will discuss surgical options with the patient to resolve the issue. There were no further complications reported or anticipated.